Event description:
It was reported that the pt experienced an infection with fever. The event was attributed to the pump and catheter; the pump was explanted. Per the hcp: "I used a temporary percutaneous catheter to deliver baclofen". The pt had a serious life threatening injury/illness (serious withdrawal event); good recovery without sequelae.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.